Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's log files were submitted for analysis. On 08oct2024, the site checked the patient's history on the system monitor, which revealed that the touch panel malfunctioned. The screen for hematocrit (hct) correction was rising 50% each time. When the event log tab was touched, there was an abnormal sound and the screen did not change. The system monitor was then rebooted by the facility's clinical engineer twice to restore normal operation. After the monitor was rebooted, they checked the history and it appeared that there were pump off and low flows recorded. It was unknown whether the system monitor was rebooted before usage. The patient had no symptoms as a result of the pump off event. Following review of the log files by tech services, it appeared there were low flows where the low flow estimator dropped below 2.5 lpm, which occurred at times when the pulsatility index (pi) was elevated. The pump had a reduction in blood volume as well. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused the events. It appeared the pump stop command was enabled on 08oct2024 at about 1:54 pm, which caused the transient low flow alarms. It appeared the pump power was restored when the pump returned within the baseline parameters. The issue with the system monitor resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed an intentional pump stop event on (B)(6) 2024; however, a specific cause for this event could not be conclusively determined. It was reported that while checking the patient's history on the system monitor on (B)(6) 2024, the touch panel of the monitor appeared to malfunction. The system monitor was rebooted twice by the facility's clinical engineer to restore normal operation, following which, the patient's history showed pump off and low flow alarms recorded. The patient had no symptoms as a result of the pump stop and there were no changes to their status or plan of care. The submitted controller event log file captured an intentional pump stop on (B)(6) 2024, which was accompanied by low flow and lvad off alarms. Following the event, the pump resumed operation at the set speed without issue. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed prior to and immediately following the pump stop. The patient remained ongoing on device support until they ultimately received a pump exchange (reference MFR# 2916596-2024-52664). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and heartmate 3 lvas patient handbook, rev. D are currently available. The IFU and patient handbook contain information on system alarm conditions, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The IFU contains information regarding the system monitor and the use of the pump stop button. This document states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a ¿stopping pump¿ message will be displayed. This document further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The patient handbook further cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The (f69) intentional pump stop command was enabled on (B)(6) 2024 around 1:54 pm.